Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for evaluation. The arteriotomy locator, hemostasis sheath and carrier tube assembly was returned. A kink was noted on the hemostasis sheath near the blood inlet holes. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center forces have contributed to the cause of kinks or bends. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they noticed the flow in the sheath was obstructive during confirming the sheath's position. The user worried that something may be detached and blocked in the sheath. In consider of patient's safety, he changed to a new set to continue the procedure. No other complication were observed. The patient is stable. Additional information was received on 8/27/18: the procedure that was being performed was a pci (percutaneous coronary intervention) stenting. The account used a 6fr procedure sheath. There was a pre deployment angiogram performed. The user noticed the flow in the sheath was obstructive during confirming the sheath's position. A second angio-seal was used to complete this procedure.